Manufacturer narrative:
Onset of recurrent infection captured under manufacturer report number: 2916596-2020-02242. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted from (B)(6) 2019 to (B)(6) 2019 for a recurrent pseudomonas bacteremia infection. The patient had developed the infection while on chronic suppressive therapy with levofloxacin. Lvad driveline site culture was negative but infectious disease consult suspected the device as likely source of infection. A history of enterococcus faecalis urinary tract infection was also reported. Patient was treated with antibiotics and remained afebrile.